Manufacturer narrative:
Investigation results: the device was received for evaluation without the ceramic conductive ring. A visual examination found that the ablator electrode was bent and twisted near the seat of the ring along with nicks and scratches found in the insulation. This type of damage has been found to occur if a sharp object/instrument comes in contact with the device during use. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that a portion of the ablator tip became detached from the device during a shoulder arthroscopy procedure. The joint was searched with camera for the missing piece and could not be found. Following, the joint space was flushed repeatedly with irrigation solution and an x-ray was performed, which did not reveal any metal foreign objects. The medical staff concluded that the missing part was flushed out with the irrigation. There was no injury and a forty-five minute surgical delay was reported by the facility. To date, the pt was reported to be recovered with no add'l complications.